Manufacturer narrative:
On 7/7/2020, it was reported to mentor that the correct product affected was mentor memoryshape breast implant 755cc, catalog number 3341454 , serial number (B)(6), lot number 9409188. A manufacturing record evaluation was performed for the finished device 9409188 number, and no non-conformances were identified. On 7/7/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/3/2020, during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Infection, manifested by swelling, tenderness, pain and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. Per a database query, this is the only reported complaint of infection against this lot number. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Product evaluation concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade iii on the left side and bilateral wound infection, surgical intervention on the right breast implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that female patient underwent a breast surgery with a mentor memorygel breast implant 800cc and experienced capsular contracture baker grade iii on the left side and bilateral wound infection. The patient experienced surgical intervention on the right breast implant. The patient experienced low grade fever at home and pain to right lateral breast incision. Right breast examined by the healthcare professional. Incision opened, cultures taken, and incision drained¿. As a result, the patient had undergone removal and replacement with mentor memoryshape breast implant 755cc on (B)(6) 2020. This medwatch is for the right breast implant.